Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the surgeon was unable to properly seat the articular surface. Another surface was opened and used to complete the surgery.